Manufacturer narrative:
Evaluation results and conclusion: (root cause cannot be confirmed - device or procedural images not provided for review). (No device returned). (B)(4).

Event description:
During the operation, when the physician attempted to advance the launcher device to the target lesion, a spasm occurred and asymptomatic cerebral infarction was confirmed. Additional heparin was dosed to the patient. Lesion being treated was in the right ica. The investigator assessed that the event was related to the procedure. Device malfunction was not reported. No other adverse event was reported.